Event description:
It was reported by the rep that the (1) sw100 and the (2) sw110 were used during a laparoscopic nissen fundoplication procedure. It was reported that the surgeon found two knots that came apart during the case. The surgeon completed the case with the same instrument and placed two more knots. There was no pt consequence.